Event description:
It was reported that the patient experienced inadequate stimulation. An x-ray was taken and the physician found that the lead migrated and is now para-vertebral placed and there is no more epidural space. The patient underwent a revision procedure to explant and replace the lead. The patient is doing well postoperatively and now had good coverage of their pain area.

Manufacturer narrative:
Device/media analysis: the returned lead sc-2408-56 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation. An x-ray was taken and the physician found that the lead migrated and is now para-vertebral placed and there is no more epidural space. The patient underwent a revision procedure to explant and replace the lead. The patient is doing well postoperatively and now had good coverage of their pain area.